Event description:
It was reported that there was a leak at the hub of the bifurcation. The leak occurred four weeks after the implantation.

Manufacturer narrative:
The complaint of a leak at the bifurcation was confirmed, but the exact mechanism of damage is unknown. A hole developed where the d/l tubing joined the bifurcation. No apparent manufacturing defects were noted in the complaint sample. Bending stresses caused by the flexion of the catheter may have created stress concentrations at the distal end of the bifurcation, which gradually caused the d/l tubing to tear. The initial complaint indicated that the leak was noted four weeks after implantation. A chr of lot #repj0798 showed no other similar product complaint(s) from this lot.